Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined as it was not possible to perform a thorough investigation with the information provided. Precision and quality control results are good overall. A systematic issue can be excluded since only one sample was affected. An instrument malfunction could not be detected.

Event description:
The customer reported that they received erroneous results for one patient sample tested for ion selective electrode (ise) potassium. The customer stated that for several months, they have been having struggles with ise potassium calibration, quality control and patient samples generating various alarms. The customer did not provide any additional information regarding previous patient sample recovery. The sample initially resulted as 6.4 mmol/l accompanied by a data flag. The sample was repeated and resulted as 6.7 mmol/l accompanied by a data flag. The results did not fit the clinical picture of the patient, so the sample was repeated again. The second repeat result was 4.7 mmol/l and this value was believed to be the correct result. A corrected report was issued for the 4.7 mmol/l. The sample was repeated a third and fourth time, resulting as 6.0 mmol/l accompanied by a data flag and 6.2 mmol/l accompanied by a data flag respectively. The customer states that one of the erroneous values was reported outside of the laboratory, but it is not known which of these was reported. The patient was not adversely affected by the event. The ise potassium electrode lot number and expiration date were not provided by the customer. The field service representative determined the issue was caused by the ise wash time. He adjusted the ise wash time and communicated to the customer to order a new potassium electrode as theirs was at 90% of life expectancy. The customer calibration and quality control was passing within their specifications. The customer precision is passing within their specifications.